Event description:
It was reported the system intermittently gave an error and would not allow x-rays. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The controller board, sram, hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.